Event description:
The user facility reported that the tip of the guidewire broke during a procedure. The following information was provided by the user facility: (1) the guidewire was inserted via a common carotid artery; (2) the attending physician felt "bad operability and selectivity" of the guidewire; (3) after the guidewire was withdrawn, the physician became aware that the tip of the guidewire was broken; (4) the initial procedure was completed successfully; (5) the guidewire tip was left unretrieved in the patient; and (6) the patient remains under observation.

Manufacturer narrative:
Results - is based on evaluation of user facility information and the actual sample; evaluation of undamaged sections of the return sample. Conclusions - is based on evaluation of user facility information and the actual sample; evaluation of undamaged sections of the return sample. Evaluation of the returned sample by the manufacturing facility confirmed that: (1) the guidewire had been pinched & fractured exposing the core wire; (2) measurement confirmed that an approximately 7mm portion of the urethane layer and a 4mm portion of the core wire were missing; (3) electron microscopic inspection of the fracture cross-sections revealed that the urethane layer had been deformed into a flat oval shape; (4) electron microscopic inspection of the core wire revealed that the end had been elongated in the proximal direction; (5) examination and testing of undamaged sections of the wire confirmed there were no indications of malfunction or pre-existing defect. A review of the device history record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined, there is no evidence that the reported issue was related to a pre-existing device defect or malfunction. The appearance of the return sample is consistent with damage due to the guidewire tip being forcefully pinched during use resulting in the fracture of the shaft. The device labeling does address the potential for damage or separation of the polyurethane coating of the glidewire under certain conditions. Specific statements in the warnings / precautions section include: (1) "do not manipulate or withdraw the guide wire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval;" (2) "do not use the guide wire m with devices which contain metal part such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the guide wire m plastic coating to shear and/or sever the wire;" and (3) "do not manipulate the guide wire m through a tightened up rotating haemostasis valve, as this may result in damage to the wire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).